Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/04/2015 with the following findings: the keypad cover was found to be peeling at the up arrow button. During testing, the down arrow keypad button was found to be intermittently unresponsive. The up arrow and contrast keypad buttons were found to be unresponsive. The ok keypad button responded appropriately to button presses. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed that the display was dim and discolored.

Event description:
On (B)(4) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor alleged that the up arrow, down arrow, and ok keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Initial reporter: (B)(6).